Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the left ventricular (lv) lead dislodged. The lead was removed and was replaced with a his bundle pacing lead. No patient complications have been reported as a result of this event.